Event description:
It was reported that a user experienced elevated blood glucose readings reaching approximately 400 mg/dl while using the ilet system; the user changed infusion sets, cartridges, and announced multiple meals in attempts to correct, and later switched to a new vial of insulin and a new infusion site. Symptoms included hyperglycemia. Outcomes included return of blood glucose to target range after changing supplies and insulin, with no hospitalization. Investigation included troubleshooting with the user regarding infusion site selection and replacement of consumables and insulin. Investigation of this case revealed that the insulin in use was likely compromised, as replacement with a new vial and fresh supplies resolved the issue without further device-related problems observed. It was concluded, based on previously established findings for similar reports, that the cause was degraded or ineffective insulin rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.